Event description:
It was reported that during implant the right atrial lead exhibited far field over sensing of the ventricle, when measured with the pacemaker system analyzer. The lead was not used and a new lead was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found.